Event description:
It was reported that the platform shuts down after the lifeband is retracted. Customer reverted to manual CPR. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with the report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.